Event description:
On (B)(6) 2012, the pt called to request info about how to change the basal rates on this infusion device. He doesn't need to change them currently, but stated that his doctor will eventually be reducing the basal rate by 20%. The pt stated that on (B)(6) 2012 he was hospitalized with low blood glucose levels. He had lost consciousness due to low blood glucose levels. Somebody called paramedics and they stated his blood glucose level was 20 mg/dl. The paramedics gave him liquid glucose and he was admitted to the hospital. The pt declined to provide any further details about his treatment at the hospital. He injured his arm when he fell. His normal blood glucose range is 75-180 mg/dl. At the time of report his blood glucose levels had returned to normal. The pt stated that the doctor told him that he had given himself too much insulin and that was the cause of the low blood glucose level. The pt believes his infusion device is working properly. No pt has been requested to be returned for eval at this time.